Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged continuous glucose monitor (cgm) failed to alert issue was not duplicated. Review of pump and cgm history showed that patient¿s blood glucose was falling on (B)(6) 2015. The pump was then suspended and cgm was unavailable. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the keypad buttons. The pump delivery accuracy was found to be within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were completed without issues. A normal bolus was executed and recorded correctly. During testing, the pump was paired with a cgm transmitter. The threshold for ¿low alert¿ was emulated and the pump emitted a ¿glucose below limit¿ warning appropriately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Reportedly, the pump was suspended by the patient and the patient had blood glucose (bg)reading of 50 mg/dl with no information regarding any associated symptoms reported. The reporter stated that the patient did not receive any alert of the bg excursion from the continuous glucose monitoring (cgm) module. Attempts by the customer support to follow-up on the mater were unsuccessful. The reported bg excursion did not meet the criteria for a serious injury. This complaint is being reported based on the allegation that the cgm did not alert the patient of the reported bg issue.